Event description:
A vns following physician reported that he had a vns patient with intermittent dysarthria, more persistent over last few weeks with limited palatal movements, not clearly associated with vns being activated in a temporal/cyclical fashion. The patient was lost to follow up and presented back in clinic in (B)(6) 2012 with worsened dysphagia along with dysarthria for unclear reasons. A recent brain MRI has not shown a new reason. The vns cannot be ruled out at this time. The patient's seizures are back to baseline. The patient was on keppra but their events worsened before the start of the medication and continued after stopping it. The patient is being treated with vitalstim swallow therapy that is on going. The patient also attends speech therapy. The patient events are still persisting and bothersome. Good faith attempts thus far have been made and no further information has been attained.